Event description:
It was reported that a paient underwent an x-stop procedure in 2007 at levels l4/l5 and l5/s1. Approximately three years post procedure, the patient had a laminoforaminotomy and removal of the device due to return of neurogenic intermittent claudication symptoms affecting the left leg. No additional information was reported.

Manufacturer narrative:
Implant month and date are unknown. Method - follow-up with company representative.